Event description:
It was reported that the right atrial lead had a polarity switch due to a low lead impedance measurement. The lead performed was noted to be "good and is also stable." The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: a2dr01 ipg (B)(6) 2014. (B)(4).